Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 8/10/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Still pending is the manufactured date and the expiration date. Therefore, a supplemental report will be submitted to update the expiration date and manufactured date. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a ¿hemostatic valve separation¿ issue occurred. There were no patient consequences. Upon insertion of carto vizigo¿ 8.5f bi-directional guiding sheath - small into the hub, the rubber piece (unspecified) became dislodged from the sheath. It was determined that the sheath was not properly sealed. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was replaced with another carto vizigo¿ 8.5f bi-directional guiding sheath - small and the issue resolved. This issue has been assessed as MDR reportable. The biosense webster inc. Failure analysis lab (fal) received the carto vizigo¿ 8.5f bi-directional guiding sheath - small for evaluation on 08/10/2018. Initial visual analysis identified the rubber piece inside the hub is dislodged and missing from returned product. The dilator was not returned with the product. The sheath also has a kink at approx. 4 cm from distal tip. The finding of the hemostatic valve separation has been assessed as MDR reportable. Additionally, on 08/21/2018, the fal performed further testing, including a scanning electron microscope (sem) analysis. The sem analysis showed evidence of mechanical damage and stress marks on the surface of the silicone ring. It is possible that the damage was generated with an unknown object and/or excessive manipulation. Based on sem results, the hemostatic valve could have been detached due to the dilator was wrongly introduced, however this could not be conclusively determined. No other anomalies were observed.¿ this finding has also been assessed as MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a ¿hemostatic valve separation¿ issue occurred. The returned device was visually inspected upon receipt and a kink was found approximately 4 cm from distal tip and the hemostatic valve was detached. The device was evaluated for eeprom, carto 3 system functionality. The sheath was recognized by carto 3 system, no error messages were displayed, and the catheter was properly visualized. Device was dissected to take out the silicone ring and hemostatic valve for further examination. Per this condition a scanning electron microscope (sem) testing was performed and results showed evidence of mechanical damage and stress marks on the surface of the silicone ring. It is possible that the damage was generated with an unknown object and/or excessive manipulation. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. The root cause of the valve detachment could not be determined. However, could be due to excessive force or handling when dilator was insertion at an angle, meeting some resistance, and then ¿pull/sliding¿ the dilator down to get the valve pushed into the hub. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Additional information was received on 8/29/2018. The device history record (DHR) for the lot number 1029 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. In addition, the manufacture date (04/23/18) of this device was received. Corresponding field has been updated. (B)(4).